Event description:
Boston scientific received information that during a follow-up of this implantable cardioverter defibrillator (ICD), telemetry could not be established between the ICD and the programmer. The power supply and programmer were changed, but telemetry still could not be established. When a magnet was placed over the device, there were no beep tones. A surgical procedure was performed, and this ICD was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case did not reveal any anomalies. It was confirmed that the device had no telemetry and a memory download could not be performed. No tones were heard when a magnet was applied. The device case was opened in order to assess the internal components. Initial electrical testing revealed that an internal component (transformer) had failed, resulting in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to electrical overstress damage to the device circuitry. This resulted in a high current drain, which over time depleted the battery more quickly than expected.